Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment got completed by moving patient to another lab. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that there was an image disk 2 failure. Upon functional testing, fse identified the ippc is not booting up and the lights on the drive bay were out. The fse replaced the ippc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was not making fluoroscopy. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not doing x ray. Troubleshooting actions showed a problem with the ippc. The fse replaced the ippc and returned the system to use in good working order.